Event description:
It was reported that after lower extremity percutaneous transluminal angioplasty, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, during deployment, the device broke at the guide, but remained together. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(6). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.